Event description:
It was reported that pt's right rejuvenate hip has been causing her pain and must be revised.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 34mm, cat#nls-340000b, lot# unk. Primary tritanium hemi cluster hole cup 54mm, cat# 502-03-54e, lot# mje2nl. Trident 10deg x3 insert 36mm ID, cat# 623-10-36e, lot# mjd640. Delta v-40 ceramic head 36/+2.5, cat# 6570-0-536, lot# 30650801. D-m 2.0mm beaded cable set vit, cat# 6704-0-520, lot# 31319004. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the devices remained implanted in the pt and were not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.